Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-06 from the health care professional (hcp) reporting that the cause was that the patient had it set too high. The patient was re-education about appropriate voltage settings. Patient weight at the time of the event was reported to be unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had an increased buzz below the incision where it was turned up and there was no benefit in leakage. The patient also stated that a representative set adjustments and frequency but it was still not helping. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient wasn't sure if they were using the therapy right as they couldn't get to where they would get the full benefit of the therapy. Patient stated that they were still leaking since implant. Patient has tried all 4 programs and was on each program for a couple days. Furthermore, they were feeling buzzing 1 inch below the ins site and sometimes in the vaginal area if they increased stimulation. Patient did mentioned they weren't having blow-outs and have seen a reduction in symptoms. Patient is scheduled for a doctor appointment next week. No further complications were reported.